Manufacturer narrative:
As received it was found that the coil was returned entangled around the outside of the hoop dispenser and itself. The coil was returned stretched and severely damaged. At the protrusion site and inside the sheath, the coil was found to be buckled over. Distal to the protrusion site, the coil has intermittent compression and buckling damage. Due to post-procedural handling, packaging, and no report of product damage, it cannot be determined how much coil, resheathing tool, and introducer damage occurred during the procedure. No mechanical sheath damage resulting in an opened skive was found at the protrusion site. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been severely fractured with the damaged edges raised above the surface plane. The locking mechanism has compression and stretching damage. No manufacturing defects were found. There are three possible contributing factors to the field complaint of the coil being impeded inside the microcatheter. These factors may have worked in tandem or separately with each capable of producing similar results. The primary contributing factor to the coils advancement difficulty inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which caused the core wire and the coil to protrude outside the sheath and for a portion of the coils damage that includes stretching, compression, and buckling. In this condition the coil cannot be advanced or resheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ the secondary contributing factor to the coils advancement difficulty inside the microcatheter may have been the selection of a non-compatible 18 series microcatheter that was used with a 10 series microcoil system. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿¿proper selection of the appropriately sized microcatheter is required to avoid damage to the codman microcoil system and to minimize potential complications. Microcatheter selection is also determined by the physician and is predicated by the location of the aneurysm, patient safety, and physician preference. The codman microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 in (0.356 to 0.432 mm)¿¿ the inner lumen of the excelsior 1018 microcatheter is 0.019¿. The third contributing factor to the coils advancement difficulty inside the microcatheter may have been due to distal interference of an unknown nature. The source and location cannot be exactly determined, furthermore it cannot be determined if this interference was of a fixed or detached nature even though a copious amount of blood obstructions prevented the coils advancement or retraction inside the introducer sheath upon receipt. If a consistent flush was not utilized during the procedure, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿to achieve optimal performance of the codman microcoil system, it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the codman microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems.¿ in addition, without the return of the excelsior 1018 microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device the failures reported by the customer are plausible, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. During analysis of the product, unreported damage was discovered however the circumstances of how these damages occurred cannot be determined. Review of this lot presented no issues during the manufacturing or inspection processes that can be related to the reported complaint or damages. Therefore the damages could not be related to the manufacturing process and no corrective actions will be taken at this time.

Event description:
The contact from the hospital reported that during coil embolization of the patient's left gastric artery prior to distal pancreatectomy with celiac axis resection the deltaplush coils (both cpl100206-30 / c14004) were stuck in the microcatheter. The patient was a (B)(6) male, whose vessels were mildly tortuous and mildly calcified. It was reported that a chikai 18 (asahi intecc), an unspecified shepherd hook-shaped 4fr guiding catheter, an excelsior 1018 microcatheter (stryker, type unknown), and an enpower dcb / cable (lots unknown) were used for this procedure. It was reported that both complaint deltaplush coils were stuck at about 30cm from the middle of the mc successively. Both coils were successfully removed from the mc. The procedure was completed with other devices through the same microcatheter without further issues, but due to the events the procedure was delayed for 15 minutes. Nevertheless, the delay was not clinically significant as there were no patient injury/complications. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible damage was noted on the products prior to the events. There was no report of any difficulty encountered during introduction of the catheter. There was no difficulty tracking the catheter to the target site. There were no kinks noted on the catheter before or after the difficulty. There was no unintended detachment of the coil observed in the mc. Only one of the devices will be returned for analysis. No further information is available. Failure analysis discovered that the returned coil was stretched and kinked.